Manufacturer narrative:
The customer also reported the light guide cables are loose inside the socket. While troubleshooting with service center, the customer also indicated the issue has occurred twice and was informed light guide cable or the scope is not seated properly. The customer was advised to check the tab at twelve o¿clock position on the socket to ensure it is not sticking. The service center representative also informed the customer if the light guide cable is loose to verify it is not missing a post adapter. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus their video system center led lamp is blinking and not functioning properly. There was no reports of patient death, harm, or injuries related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the legal manufacturer's investigation, the root cause of the front panel blinking and the lamp not lighting up could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 8 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and duplicate the event, the root cause of the lamp not lighting up could not be identified. However, it is likely, the cause is related to a faulty connector socket. Olympus will continue to monitor field performance for this device.